Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "significant capsular contracture", baker grade unknown, that was "hard and uncomfortable."

Event description:
Healthcare provider reported left side "significant capsular contracture," baker grade unknown that was "hard and uncomfortable." The device has been explanted.

Event description:
Healthcare provider reported left side "significant capsular contracture," baker grade unknown that was "hard and uncomfortable." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold, cloudy in the gel, red particles in the surface of the shell and wear abrasion. Weight measurement identified device weight to the specification. Voids and cloudy was observed after autoclave disinfection process. A separation between the patch and the shell is observed according to qa199.55 under the ss code. Based on the device analysis, the final assessment is observed separation in the path and shell according to qa199.55 under the ss code is considered workmanship. To date, no additional information has been provided including the relevant lot number; thus an internal investigation into workmanship could not be performed. If additional information is provided, this complaint will be returned for re-evaluation and investigation. No further actions are required as a nonconformance could not be confirmed.